Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was not found within the investigation window.it was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.